Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl and diabetic ketoacidosis; cause was unknown. Elevated bg was addressed via a correction bolus via the pump and a manual injection. The customer was dehydrated and vomiting. The customer went to the emergency room and was treated intravenously with fluids of saline and insulin. A pump system check was preformed and confirmed pump is functioning as intended. Customer left ER with issue resolved and no permanent damage. It was also reported that an occlusion alarm occurred. Customer changed out supplies to address the issue. Customer's blood glucose was 150 mg/dl at the time of event.